Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that immediately after insertion, there was a blood leak from the catheter, possibly due to a pinhole in the catheter during use. Detailed exposure: blood exposure detailed other actions taken: catheter replacement. We have not yet been able to conduct on-site inspections or interviews, but we will provide an updated report as soon as we have more information.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of leakage at catheter junction was confirmed upon inspection of the sample. Analysis of the sample showed a leak near the nose of the adapter when subjected to a catheter leak test. Split tubing was also observed on the catheter tubing at the flaring site. For further analysis the catheter tubing was cut cross-sectionally near the adapter nose to check the six filled stripes. No abnormality was observed as the stripe¿s location was centered. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The split tubing at the metal wedge flaring site caused the leakage. The assembly process was reviewed. The manufacturing machine where the catheter tubing was flared onto the metal wedge was reviewed and there was no machine issue observed which could cause the observed split tubing. It was suspected that the split tubing was caused by a tubing defect, which caused the tubing to be weakened and split when flared onto the metal wedge during assembly. The in-process inspection form was revised to add a step cleaning the die after each produced spool to prevent the defect.